Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient was admitted to the hospital in a few weeks after surgery reporting to have had a pulmonary embolism. The patient was scheduled to have his battery and extensions implanted on (B)(6) but case had to be cancelled. Environmental/external/patient factors that may have led or contributed to the issue included the patient having surgery on (B)(6) 2019. The patient stayed a few days in the hospital then was discharged. Patient was admitted at a later date. Diagnostics/troubleshooting included the patient having a MRI on (B)(6) 2019. Interventions/actions included the patient still in the hospital under observation. The issue is not yet resolved. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." If information is provided in the future, a supplemental report will be issued.